Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with lower abdomen ventral hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia was seen. A composix kugel mesh was placed to the abdominal wall using prolene sutures. The absorbable tacks were placed.¿ (B)(6) 2017 - patient was diagnosed with small bowel obstruction with ischemic changes and extensive adhesions thereby underwent removal of mesh & partial resection of small bowel. Per operative notes, ¿there were adhesions of small bowel firmly adhered to the mesh. Dissected the small bowel and omentum off the mesh. Freed the adhesions from the abdominal wall and the mesh was excised.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal and pain. It is also alleged that the patient continues to struggle with constipation as a result of the partial bowel removal.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 10 months post implant of composix kugel mesh, patient was diagnosed with obstruction, ischemia, pain and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as possible complications. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.